Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying a service code 102 (charge profile fault). The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 for a charge profile fault. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.